Event description:
During baxter's eval for an un-related complaint, it was found that the device alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Although incoming inspection experienced a door not fully latched alarm, eval was unable to reproduce. Although eval was unable to reproduce, eval found loose lower latch nylon screws that secure the lower auxiliary to the lower latch tee bracket, and is likely cause of an intermittent "door not fully latched" alarm. The lower auxiliary assembly was replaced.